Manufacturer narrative:
A ge service rep performed an on site investigation. The network fuses were not working. A new start-up kit was installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and the problem was not the cable. No pt injury was reported.